Event description:
It was reported to boston scientific corporation that a dualflex rx ercp cannula was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2012. According to the complainant, during the procedure resistance was felt when the guidewire was inserted into the device. Additionally, it was noted that the distal tip of the cannula detached. There was no attempt to retrieve the tip, as it is unknown if the tip detached during the procedure, inside the patient or post procedure outside the patient. The procedure was completed with this device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The reported event of tip detachment the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a dualflex rx ercp cannula was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2012. According to the complainant, during the procedure resistance was felt when the guidewire was inserted into the device. Additionally, it was noted that the distal tip of the cannula detached. There was no attempt to retrieve the tip, as it is unknown if the tip detached during the procedure, inside the patient or post procedure outside the patient. The procedure was completed with this device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual examination of the returned device found that the tip was not detached; however the blue paint was slightly peeled. Functional evaluations found a .035" guidewire could not be passed fully through the device. The dried contrast prevented advancement of the guidewire. A physical examination of the device found the blue tip stripe length met specifications and was properly formed and trimmed. During manufacturing, tome devices are 100% inspected. As the tip was not detached from the cannula, this is no longer considered a reportable event. Result code: operational problem; although the reported problem was not confirmed, (B)(4) is being used to capture the peeled paint and difficulty advancing the guidewire. Conclusion code: operational context caused or contributed to event; although the reported problem was not confirmed, (B)(4) is being used to capture the peeled paint and difficulty advancing the guidewire.